Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, after multiple placement attempts the tip of the pacing lead became covered with tissue and the pacing lead fractured after being removed. The pacing lead was attempted/not used and a new pacing lead was placed successfully. No patient complications have been reported as a result of this event.